Event description:
The customer received analyzer alarms and received questionable ion selective electrode (ise) results for nine patient samples from (B)(6) 2014. The samples were repeated on the other ise module of the same analyzer. Data was only provided for one patient sample. The initial sodium result was 122 mmol/l and the repeat result was 139 mmol/l. The initial potassium result was 3.7 mmol/l and the repeat result was 4.3 mmol/l. The initial chloride result was 123 mmol/l and the repeat result was 107 mmol/l. The initial results were reported outside the laboratory. The repeat results were believed to be correct and corrected reports were issued. There was no adverse event. The electrode lot numbers and expiration dates were requested but were not provided. The field service representative found the brass thumb screw that holds the sipper nozzle in place was loose. He cleaned the ise nozzles and flow path, tightened the thumb screw, primed, conditioned and changed the ise sample probe. He ran qc with the results within the customer's ranges and ran precision testing.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.